Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had been returned to the biomedical engineer earlier in the year due to it "not sensing correctly". At that time, preventative maintenance checks were run and all were found to be within acceptable range. The epg was then sent back to the biomedical engineer recently for a similar "sensing issue", without additional details provided. The epg was expected to be returned to the manufacturer for service. No patient complications have been reported as a result of this event.